Manufacturer narrative:
The complaint condition for the 357.372 lot number 7459547 helical blade inserter helical blade inserter is an instrument routinely used in the titanium trochanteric fixation nail system, the device was returned and reported to have had difficulty passing through the blade guide sleeve. This condition is unconfirmed; the device passes through a sample 357.369 blade guide sleeve without any difficulty. However, the alignment indicator is broken and spins freely around the axis of the device. The device was manufactured in 8/2013 and is over two years old. The balance of the returned device is in worn condition with numerous hammer marks along the length of the device. Drawings was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that excessive hammering or rough handling during surgery or sterile processing has led to this complaint condition. This complaint condition is not likely a result of any design related deficiency; therefore, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure to repair a right intertrochanteric hip fracture on (B)(6) 2016, the surgeon had difficulty inserting the helical blade inserter through the outer sleeve and it would not pass through. A back-up helical blade inserter was readily available to complete the procedure successfully. No allegations were reported against the outer sleeve and a five minute surgical delay was reported. Patient status/outcome was reported as stable. This report is 1 of 1 for (B)(4).